Manufacturer narrative:
The event occurred in (B)(6). In the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: 556 mg/dl and 116 mg/dl. The patient did not wash his hands prior to the 556 mg/dl reading. After the elevated reading he washed his hands and retested. No adverse event reported. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.